Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board needed to be replaced to address the issue. Philips product investigation lab received interface board which was replaced due to service required code being found by third-party service center. Product investigation lab could not confirm the reported service required code and could not retrieve the event log. Product investigation lab was unable to recreate reported fault of interface board.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board needs to be replaced to address the issue.